Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-dec-2018, UDI#: 00643169109391 ; product ID: 977a260, serial/lot #: va0rqcu042, ubd: 29-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's distal lead migrated one full vertebral space. Contact 8 was now at the distal end of t8. The patient reported going to a large water park and jumping on and then off of an inner tube. It was noted they had not felt the same since. An x-ray was obtained and new programming was provided. The issue was resolved. No symptoms were reported.